Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 05-jul-2020, UDI #: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 26-apr-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for failed back syndrome- other and non-malignant pain. It was reported on (B)(6) 2019 the patient was discharged with numb right leg, possibly from local anesthetic. The patient was told to call on (B)(6) 2019 if it persisted. On (B)(6) 2019 the patient called stating their leg was still numb, weak, unable to wiggle toes or bear weight and had loss of mobility. The patient was sent for a lumbothoracic MRI (magnetic resonance imaging) without contrast on (B)(6) 2019. The results of the MRI showed no changes related to procedure or implanted device. On (B)(6) 2019 the patient was transferred to another hospital for neurosurgery consult and possible device explant. On (B)(6) 2019 the hcp examined the patient and recommended removal of the catheter and no further neurosurgical intervention was needed, on (B)(6) 2019 the catheter was explanted/not replaced and the device disposition was returned to manufacturer. The patient was instructed to follow up with hcp once discharged. On (B)(6) 2019 the patient was discharged and refused to follow up with hcp. On (B)(6) 2019 the patient stated they were going to a different pain clinic. The patient will be exited from the study. The event required in-patient or prolonged hospitalization. The outcome was unresolved at time of study exit. The patient's weight was 138 pounds. The clinical diagnosis was patient experiencing right leg paresis after catheter insertion and was unable to wiggle toes or bear weight on their right leg since surgery. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was possibly related (surgery/anesthesia). The event date was (B)(6) 2019. No further complications were reported/anticipated.